Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 the device was not returned to olympus for inspection, and the reported failure was not confirmed. Since the reported failure could not identified. A definitive root cause could not be identified. The customer contacted olympus technical assistance support (tac) via call. Troubleshooting was not able to resolve. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had black screen during sedation - device inside patient for ent endoscopic diagnostic procedure. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.